Event description:
Same cases as MDR ID 2134265-2013-08299, 2134265-2013-08289. It was reported that an automatic pullback failure occurred. During the procedure, the catheter would not pull back when the auto imaging function was activated. The procedure was completed with the same catheter. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).